Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported there were image issues with the evis exera iii xenon light source, and no error code was present; however, per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus technical assistance center (tac) with a report that there were image issues with the evis exera iii xenon light source, and no error code was present. There was no patient harm reported due to the event.

Manufacturer narrative:
In addition to b5, the customer mentioned that she was not in front of the unit. The issue was only happening with a 190 scope series. Tac offered assistance with troubleshooting for when she is with the unit and advised the customer to call tac. As of this date, the customer has not called back. Attempts were made to follow up with the customer; however, there has been no response. The subject device is not expected to be returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.